Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was poor coupling/no coupling bars with recharging. The rep reported that antenna locate did not resolve the issue. The rep reported that the ins was tilted, too deep and there was swelling. The rep reported that the ins was implanted on (B)(6) 2017 and this was the first-time patient tried to charge since implant. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. References the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger. Product ID 37761 lot# serial# (B)(4), product type recharger. Product ID 37751, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient was unable to charge and the device was likely flipped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that the replacement recharger had not resolved the patients issues and their physician was planning on replacing the device. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was still having a hard time getting coupling. It was noted that the ins had not been flipped and that the depth of the ins looked good. Antenna locate and turning the antenna dial did no resolve the issue. The patient was only getting 2 coupling boxes and so a new ins recharger was sent to the patient. No further complications were reported.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) ((B)(4)) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. If information is provided in the future, a supplemental report will be issued.